Manufacturer narrative:
The device remains implanted and the lot numbers are not known at this time. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Spinal motion is developing an artificial disc and using charite as a control in their clinical eval. Spinal motion reported that at three months post-operatively, the subject continued to have persistent complaints of left leg pain in the l5 distribution. Patient underwent a lateral decompression of l5/s1. Device remains implanted.